Event description:
Status post plate and screw implantation pt returned to surgeon for post op visit. An x-ray showed a screw backing out of the plate. Surgeon is not removing the hardware at this time and will monitor the pt. This is one of two reports for this event.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Subject device has not been explanted. Synthes is unable to provide the MFR PMA/510k number and/or the date of manufacture, as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review cannot be requested.